Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. Examination revealed that the hypotube had numerous kinks and the hub was broken off and not returned. Functional testing was not able to be completed as the hub was broken off. Microscopic inspection did not reveal any issues or damage to the balloon. The reported balloon burst was not confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 20-22mm in length, 2.5-2.75mm in vessel diameter, target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 2.5mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 20-22mm in length, 2.5-2.75mm in vessel diameter, target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 2.5mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.